Event description:
It was reported that the target lesion was located in the obtuse marginal, with mild tortuousity, moderate calcification, 90% stenosis, eccentric, and de novo. The 2.5 x 12 rx voyager was delivered toward the lesion for the pre-dilatation. However, it ruptured at the first inflation at 10 atms. So the balloon was changed to a non-abbott balloon catheter and it was inflated without a problem. There was no effect to the pt. No additional event info is available.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numberous factors including, but not limited to, balloon damage during mfg, materials, handling, lesion characteristics, pt disease state, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate the balloon was not damaged prior to the procedure. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.